Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301940 and lot number 1901125. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for further evaluation. However, the retained samples did not display any signs of defect. Based on the provided feedback, it is possible that the reported incident was caused by damage to the plunger component, resulting in leakage. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported while using bd syringe syringe injector without rubber stopper leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: leakage found during dispensing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe injector without rubber stopper leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: leakage found during dispensing.